Event description:
Customer reported a pca over infusion of morphine. Patient was found somnolent and required a narcan drip at 0440 and was transferred to the ICU from the med/surg unit. Narcan drip was discontinued at 1024 on (B)(6) 2014. Although requested, no further patient/event information was reported.

Manufacturer narrative:
(B)(4). Hospital internal investigation found that the cause of the over infusion was due to a programming error that occurred when a new dose was added. No further investigation is required from carefusion.